Event description:
Boston scientific received information that this patient had a left ventricular assisted device (lvad) implanted and the right ventricular lead then had poor sensing and high thresholds. It was later reported that the lead had become dislodged during the lvad placement. Noise and a loss of capture was also reported, however, no pacing inhibition occurred. The lead was successfully repositioned with normal performance. No patient effects were reported with this event.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.